Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received and evaluated. Upon visual evaluation, the device was received with both slides in their initial positions. Upon functional testing, it was noted that when the top slide was pushed into place it would lock into place and then would pop up making the device self-activating. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the right and left bumper was found to be bent/not seated in the correct position. It was noted that the stylet hub was from cavity 3 and the cannula hub was from cavity 4. Therefore, the investigation for the identified self-activation is confirmed as the device was self-activated during functional testing. However, the investigation for the reported failure to fire is kept as inconclusive as the identified issue may contributed to the reported issue. A definitive root cause for the alleged failure to fire and the identified self-activation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 04/2025.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.